Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient needs an MRI. The patient stopped using the stimulator because the therapy was not providing substantial relief. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient's battery is no longer f unctioning. Technical services asked, the caller did not know additional details. The patient needs brain MRI. Technical services recommended the patient to follow up with their healthcare professional (hcp) to have device checked and determine MRI safety. There were no patient complications reported as a result of this event.